Event description:
Customer experienced tiburon fabric burning during a laporoscopic-gynecological procedures. A light cord was placed on the drape. The hot lens also fell out of the light and onto the drape. Per the customer an or staff member was also standing on the cord which may have caused the light & lens to malfunction. The patient experienced a dime sized 1st degree burn to which silvidine cream was applied.

Manufacturer narrative:
The material of construction for the drape in this pack is spunbond polypropylene. This material, as with any woven/nonwoven material, may burn if exposed to a flame or an extremely hot object. Contact with an open flame or high intensity heat sources needs to be avoided. This material complies with the only standard that pertains to the flammability characteristics of components used in the surgical procedures, the code of federal regulations, title 16, part 1610. All materials of construction used in convertors products comply with standard.